Event description:
Insulation break was reported, verified by low impedance, and the lead was capped. No patient complications have been reported as a result of this event.

Event description:
Insulation break was reported, verified by low impedance, and the lead was capped. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead had a conductor fracture. The patient was enrolled in the system longevity study and the chronic lead study.

Manufacturer narrative:
This device exceeds 20 years of service, and no patient complications or injuries were indicated. Past experience and user facility communication establishes this is an expected end-of-life condition. No user facility follow up will be done. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.